Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred at an unspecified facility, involving a plum burette clave sites 114" ndehp. The reporter stated that during infusion of an unspecified chemotherapy drug to a patient, a small 0.2*0.2cm piece of transparent plastic was found in the line that blocked the line opening, causing the chemotherapy drug to leak from the connection. There was patient involvement, however, no harm was reported as a consequence of this event.